Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini engine failed due to improper closing. A field service engineer successfully recovered the drawer. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental report will be submitted if additional information obtained from the customer, and if any investigation findings.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.